Event description:
A bipap a30 ventilator was returned to a third-party service center for service. There was no harm or injury reported. Review of the download error log indicated ventilator inoperative error code e-50 indicating the difference between the blower pressure sensor reading and the outlet pressure sensor reading was 10 cmh2o or greater for 5 seconds. The entire blower assembly and bottom chassis require replacement to address this issue. Additional findings not related to the malfunction/issue: it was reported that a non-critical device error code e-96 occurred indicating the device was unable to write to the event log. The device's printed circuit board assembly was requires replacement to address the issue. There were no foam particles visualized inside the device assembly. Of note: the evaluation repair notes indicate "the device will be scrapped".